Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 25 minutes after starting treatment with a polyflux 170h, the patient experienced allergies manifested by "congested eyeballs", cough, and a blood pressure drop from 103/64 mmhg to 85/43 mmhg. The medical intervention consisted of 5 mg of dexamethasone injection and oxygen 2 l/ min. Hdf treatment was changed to hd retreatment, and dialyzer was replaced with a non-baxter unit. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital (B)(6). E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.